Event description:
It was reported that impedances >3600 ohms on 8-15 were seen at the time of the call. It was confirmed that the issue was isolated to 8-15. It was stated that the patient was getting good coverage using 0-7 electrodes because of the reprogramming today. It was stated that the patient previously hadn¿t been getting good coverage for ¿about a year.¿ it was noted that end of life longevity was approximately 6 months. Additional information received reported that there was no explanation for why the 2nd lead was not functioning. It was stated that the patient had extensions so there ¿may be a disconnection or fracture in the lead.¿ it was stated that the manufacturer¿s representative was able to create programs that were effective in covering the patient¿s pain. It was stated that the patient was now getting benefit from the stimulator.

Manufacturer narrative:
Concomitant medical products: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 377745, lot# v001114, implanted: (B)(6) 2005, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient; product ID 377745, lot# v001114, implanted: (B)(6) 2005, product type: lead; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 377745, lot# v001114, implanted: (B)(6) 2005, product type: lead; product ID 377745, lot# v001114, implanted: (B)(6) 2005, product type: lead. (B)(4).